Event description:
It was reported that the user experienced a low blood glucose event while sleeping, with a nadir of 40 mg/dl, and had already self-treated with oral carbohydrates before contacting support; at the time of contact the glucose was 185 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education. Investigation included a review of the event details and user-reported treatment. Investigation of this case revealed no identified device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.